Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation/scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, burning and bleeding had occurred while wearing the pod between 36 and 48 hours. The affected area was slightly larger than the pod and left scarring at the pod application site (abdomen) once the pod was removed.